Event description:
Additional information was received that during the valve implant procedure, no pre-implant balloon dilatation was performed. The deployment starting point was at the bottom of the pigtail so just slightly below the bottom of the pigtail. Prior to the valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 6-8 millimeter (mm). The direction for the valve dislodgement was aortic as the nose cone caught the inflow of the valve. After the valve dislodged, the implant depth on the ncc and lcc was greater than 7 mm above the annulus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-23, serial/lot #: (B)(6) , ubd: 18-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a tortuous aorta, severely calcified anatomy, and a previous non-medtronic surgical aortic valve replacement, the valve was deployed. Upon withdrawal of the delivery catheter system (dcs) from the left ventricle, the aortic root angle and the guidewire were not pulled back into the nose cone, instead they wire and dcs nose cone were kept against the outer curve. Subsequently, the dcs nose cone interacted with the valve inflow causing the valve to dislodge. A second valve was implanted. No additional adverse patient effects were reported.